Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that immediately after their ins was implanted, the lead and ins location was noted to have been moved to the other side of their body compared to their last implanted device,they started having shooting pain unknown location. The patient stated that they were unable to sit down or be comfortable for 3 months and that during that time they had decided to keep ¿messing¿ with the settings because dealing with the pain was better than having a catheter. The patient reported that ¿eventually,¿ the device had started helping with their retention issues but that within a couple of months the results with emptying their bladder were not as significant. The patient reported that they then went to the health care physician (hcp) office to have this checked on and the hcp had determined that they had significant impedances on all electrodes except one. The patient stated that they have now reached the top setting and the hcp said that there was nothing else they could do for them. The patient stated that there was now no difference in symptoms control and the pain was so bad that they had turned their device off. The patient also mentioned that a ¿lead pressed against..¿ but they never finished their sentence and they did not clarify. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that following substantial weight loss they began experiencing chronic pain in their sacral spine and where the device was implanted. They asked the rep if they had heard of anyone experiencing this and they were wondering if the unit could be pressing on a nerve; thereby causing pain. They also asked if unit displacement could possibly cause lead displacement and possible pain. The rep had not heard of any other reported incidents similar to what the patient was reporting. The patient reported the circumstances that led to the lead pressing against was substantial weight loss due to exacerbation of gastroparesis. They had their enterra replaced (B)(6) 2019 and had long periods of inactivity, reduced activity to aid in weight restoration and other health issues. They reported that the circumstances that led to the significant impedances was that the lead was painful from the moment it was placed, they had reported this to their doctor multiple times. They were told they would get used to it. About 4 months later they tested it and they were down to 3 programs and within 10 months they were left with only 1 working program. There was no change in activity noted and they were healthy that year. To resolve the lead pressing against they noted significant impedances were discovered and the program was reprogrammed several times. They saw a pain management specialist and they were going to be seeing the surgeon who placed it, so the device could be removed, no appointment had been scheduled yet. The unit had been off for a couple of months, the patient was no longer using it. They were on pain medication and intended to have the device removed, but it had not been planned yet due to the pandemic.